Manufacturer narrative:
Concomitant medical products: product ID: 5076 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high outputs and a lead impedance warning for low pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event. It was also reported that the rv lead position was not optimal and was not acceptable. The helix screw did not entirely retract. There was no clear problem with the helix on removal from the body, but a new lead was implanted anyway. It was further reported that the left ventricular (lv) lead had high output. The lv lead was reprogrammed to another vector with acceptable threshold and it remains in use. No patient complications have been reported as a result of this event.